Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was dizzy and eventually passed out. The cgm was 133 mg/dl but the patient could not recall the bg meter when it was taken while she was passed out. The patient's husband called 911. Once emergency medical services (ems) arrived, the patient was transported to the hospital. Treatment or medications provided to the patient during this event were not available. The patient was discharged home after approximately one week in the hospital. The patient was in normal condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.